Manufacturer narrative:
(B) (4). The ge service rep found an emergency button pushed outside the room near console. He also found the power button at workstation to be defective. He replaced the power button. The system operates as intended.

Event description:
The customer reported that the system will not boot up. No pt injury was reported.